Event description:
To summarize this event, following placement of a 22mm amplatzer septal occluder (aso), the device migrated to the left atrium and left ventricle. It was retrieved to the right external iliac, where it was removed surgically.

Manufacturer narrative:
The results of this investigation are inconclusive since the implant echocardiograms or medical records were not provided to aga medical for review. Echocardiograms are needed to confirm sizing and evaluate other parameters of the implant procedure. Should additional information become available, aga medical will file a supplement report. All dates have been estimated, including implant and event dates.